Manufacturer narrative:
Patient information was not provided. Section a was left blank. No product was returned for investigation. The cause of the positioning issue was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced an "impella in aorta" alarm. The pump could not be repositioned. The pump was explanted and the patient was in stable condition.